Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump as usual but was also informed that they would receive a replacement pump with updated software. The customer was instructed on how to return the problematic pump to tandem using a provided return box and label, ensuring the device was in storage mode and returned within ten days to avoid a billing charge. Additionally, technical support guided the customer on setting up the replacement pump and connecting their continuous glucose monitor.